Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 information was received from a patient via friend/family member who was implanted with an implantable neuros timulator (ins) for unknown indications for use. It was reported that  the  bladder stimulator is not working properly. No symptoms reported.  No further complications were reported/anticipated at this time.